Manufacturer narrative:
Product event summary: at analysis it was determined that the display was corroded, that all screws, cover attachments and attachments were missing, the lower case was cracked and that its battery contacts were contaminated. Due to a lack of available replacement parts the device will be scrapped or returned to the customer unrepaired.

Event description:
It was reported that the external pulse generator was missing six screws. The generator has not yet been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service. The generator subsequently tested out of specification during manufacturer's analysis.